Manufacturer narrative:
Product returned from health care facility and will be returned to manufacturer for evaluation.

Event description:
Plate broke in patient; reason for breakage unknown. Surgery was performed to explant and implant new plate on (B)(6) 2011. Patient's long term health was not compromised.